Event description:
The customer's mother called to report that the customer was hospitalized for high blood glucose. No blood glucose reading was reported for the event. The mother stated that the customer was incoherent, nauseated and vomiting. The mother also stated that the customer may be wearing the infusion sets for longer than three days. Troubleshooting was performed and several no delivery alarms, as well as other alarms were found in the alarm history. The insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.